Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Due to deformation of the light guide connector, water tightness was lost; the bending section cover was scratched, and the adhesive on the bending section cover was chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D/concomitant medical product information (with serial numbers, fully documented here based on maximum field character limit) - otv-s190; otv-s300(sn - (B)(4)); lmd-x310st(sn - (B)(4)).

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the screen disappears when the connector is touched by about 10 centimeters; the image would recover when the power was turned on and off. By cleaning the inside of the connector receiver of the visera elite video system center on the way, the condition would improve, and the reproducibility would disappear. The issue occurred during preparation for use for a therapeutic procedure, there was a brief delay only to allow for device replacement, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board in the video connector, or a system failure. Olympus will continue to monitor field performance for this device.